Event description:
In 2008, the patient's friend reported that she was assisting the patient with a cartridge change and the plunger became stuck to the piston rod of the infusion device. She stated that insulin spilled into the cartridge compartment and she was advised to dry it with a cotton swab. She was able to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.